Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant glucose result. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced sample probe 1 (s1) mixer. The cse aligned 1 arm. The cause of the discordant glucose results is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required. MDR 2517506-2017-00699 was filed for the same event.

Event description:
A discordant, falsely low glucose result was obtained with below panic range flagged on a patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was rerun on the same instrument and resulted with abnormal assay flagged and not reported. The same sample was repeated on the an alternate instrument, and recovered higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant glucose result.